Event description:
Complainant alleged that during biomed testing the device displayed a "pacer fault 117" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corp for eval. Instead, the suspect hv module was returned. Our eval of the module verified the reported malfunction and attributed the failure to a faulty mode relay.